Manufacturer narrative:
Exemption number e2011017 on 28 november 2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by fidia pharma USA, inc. As a consequence, fidia farmaceutici s.p.a. (The manufacturer) is submitting this report even on behalf of(B)(4). (The importer). The present MDR report satisfies the reporting obligations for both companies. Case from mhra through eurdravigilance (active substance hyaluronate sodium). The patient after the use of a product containing hyaluronate sodium (unknown formulation, route of administration and indications), as active substance, had: allergy, itching, dry eyes, dry skin and pain of skin. The case has been deemed as serious by the reporter due to important medical event. The case has been deemed as serious/unexpected due to the reactions: dry eyes, dry skin and pain of skin which are not listed in the smpc of the product. The causality relationship has been evaluated as possible due to the temporal sequence (no further information was available). No new signal alert has been detected. The company has considered as receipt date the date in which the case was sent through eudravigilance ((B)(6) 2017). The device is not available.

Event description:
This is a spontaneous report from health authority through eudravigilance (active substance hyaluronate sodium). Initial and follow-up information has been processed together. The verbatim original narrative is the following: "allergy. Inital itching then 4 days after dry eyes, widespread sore, cracked skin all aroud the eye socket. Required emeregncy treatment at accident and emergency". A (B)(6) female patient was treated with hyaluronate sodium at an unknown dose, for an unknown indication, on (B)(6) 2017. On the same day, the patient experienced allergy, itching and, four days after, dry eyes, dry skin, pain of skin. The events were reported as "serious". It was required an emergency treatment at accident and emergency. At the time of the reporting allergy was recovering, while the outcome for itching, dry eyes, dry skin and pain of skin was still unknown. No further information was available.